Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found a bent sample probe, and leaking r2 reagent syringe. The sample probe and reagent syringe were replaced to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported the generation of high ise (ion selective electrode) patient results on the dxc 700 au clinical chemistry analyzer. The results were not reported outside of the lab. There was no change in patient treatment in association with this event.